Event description:
A hemodialysis user facility reported tubing disconnected at the saline line. Came apart at initiation of treatment. The facility has been contacted for additional information on this event. In speaking with the reporter it was learned that the event occurred at start of the dialysis treatment, however, the lines had filled with blood. It was reported that there was a separation located at the t connector area. In speaking with the reported of this event, it was reported an ebl of less than 250 ml. They did not save the sample. The patient was restarted using a complete new set up and completed dialysis without further incident. The patient was discharged to home when the treatment was complete.

Manufacturer narrative:
(B)(4).